Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had occlusion alarm on (B)(6) 2024 and the blockage was located at site. The blood glucose level was displayed high at the time of event and was managed by multiple daily injections (mdi). No further information available.